Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and broken belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during the priming process. Insulin was squirting out during the manual prime process. The insulin pump was stuck. Her belt clip broke and she lost the transmitter. Customer's blood glucose level was 111 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.